Event description:
The facility reported a colleague infusion pump with failure code 808:02, which occurred on channel a. According to the facility, this event occurred in the critical care unit. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 2.5 inr on the coaguchek xs system and 6.9 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.